Manufacturer narrative:
Plant investigation: the cycler was returned to the manufacturer for evaluation. A visual inspection of the exterior of the returned cycler showed no signs of physical damage. The complaint event was able to be duplicated as there was a blank screen during the attempt to perform a simulated use test. The blank screen was due to a defective inverter board on the front panel display. It was observed that the transformer on the inverter board had heat damage and an open fuse (f1). The transformer and fuse were replaced with known good components and the cycler was then able to be powered on. There were no visual indications of dried fluid within the cassette compartment. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the complaint was able to confirm the reported event. The blank screen was able to be duplicated during evaluation of the returned device by the manufacturer and visual examination of the inverter board confirmed that the transformer on the inverter board had heat damage and an open fuse. Therefore, the complaint has been deemed confirmed.

Event description:
A peritoneal dialysis (pd) patient reported that he fell asleep during treatment and when he woke up, the cycler had a blank screen. The cycler was received earlier that day and this is the first time the patient was using it for pd treatment. The patient did not continue with treatment that night as it was not known what phase of treatment he was in when the screen became black. The patient did not experience any adverse events. The patient received a replacement cycler and continues regularly scheduled pd treatments with no complications. The patient returned the old cycler to the manufacturer. During evaluation, the cycler's display inverter board was found to have thermal damage and an open fuse.